Event description:
During the device evaluation, the gastrointestinal videoscope displayed a blurry image, and an e315-scope communication error code. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the error code was likely due to a damaged plug unit. The root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.